Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, customer disconnected tubing and delivered a 3 unit bolus. The occlusion alarm reoccurred and the pump stated that no insulin had been delivered. The customer alleged that despite the pump saying no insulin was delivered, insulin was seen coming out of the tubing. Customer reported a low blood glucose (bg) level, but did not provide a value. Customer declined to further troubleshoot with tandem technical support. The customer continued to use the pump for insulin therapy.